Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the 11g access cannula was advancing through hard bone while using a lot of force. It was discovered the 11g access cannula had sheared off at the distal end. The doctor tried to remove it and ended up sending the patient to a neuro surgeon to remove the remaining portion.

Event description:
It was reported that the 11g access cannula was advancing through hard bone while using a lot of force. It was discovered the 11g access cannula had sheared off at the distal end. The doctor tried to remove it and ended up sending the patient to a neurosurgeon to remove the remaining portion.